Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today, no product return or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. As this device has been released for sale, it can be confirmed that the device has passed all the necessary quality checks. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Our investigation into this complaint has now concluded. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device performed as expected without issue. No batteries were returned with the pump preventing assessment of the battery condition. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.

Event description:
It was reported the pump didn't alarm and was not on.